Event description:
Same case as MFR/report# 2134265-2008-04455. It was reported that during a femoral stenting procedure, removal difficulties were encountered. The lesion being treated was located in the mildly tortuous and mildly calcified right femoral artery (rfa). The lesion was pre-dilated with a 5mm x 40 mm wanda balloon, inflated one time at 10 atm's. The 7mm x 78mm sentinol stent delivery system (sds) was advanced over the zipwire guide wire, however, the sds became stuck on the guide wire. The guide wire and sds were removed together as a unit. Upon inspection, it was observed that the hydrophilic coating of the guide wire appeared to be cracked. The physician confirmed no fragments remained in the patient. The procedure was completed with another of the same device. No patient injury or complications were reported. The patient's condition was reported as "stable".

Manufacturer narrative:
The complainant indicated that the guide wire has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.